Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle pierced the catheter. "Rn placing a 24 gauge IV in the patient. Rn got into the vein with visible blood return but could not advance catheter. When removing the catheter, we noticed the needle pierced through the catheter." Additional information 4/30/2026: the exact date of issue was 4/24/26. There was no patient injury to report.

Manufacturer narrative:
The complaint of a damaged catheter was confirmed from the two photographs that were provided for investigation. The damage observed in the photos was consistent with needle puncture damage. The sample exhibited evidence of use. What appeared to be blood residue was visible in the section of catheter tubing between the needle tip and the needle puncture site, which indicates that the needle may have been withdrawn from the IV catheter and reinserted into the catheter after the vessel was accessed. Had the damage existed prior to insertion, the catheter likely would not be placed. The instructions for use (IFU) indicate to not reinsert the needle into the catheter during the insertion process as damage may occur. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.